Event description:
It was reported that the patient¿s scs system was removed. The reason for removal is unknown. Date of removal is known.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.